Event description:
It was reported that the patient underwent a spinal procedure at occipital-c4 using posterior fixation. At an unknown time post-op, the rod around occipital-c2 was broken. The fusion reportedly was not completed. The revision surgery to replace the rod was performed approximately 10 months post op. It was reported that the crosslink and the wiring were added to the fixation at the revision surgery.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event; however, the suspect devices in use are lot # w07h1772 and # w07h1773. Device history records for both lots were reviewed. No documentation was found that would indicate a non-conformance to specifications. In addition, this part is not approved for use in the united states; however a like device catalog # 6900240, was cleared in the united states.